Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they experienced a fluid leak from the adp connectors. The patient stated that they put a bucket under it to catch the fluid. The patient stated that the first box it was leaking just a little. Upon follow up, the patient stated that the leaks occurred during different phases of treatment. The patient did not miss any treatments. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The luer lock adapter used by the patient was not available for return for physical evaluation by the manufacturer. Additional information was requested, however, to date not provided.